Manufacturer narrative:
MDR 3003442380-2024-01063 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that cannula was bent in five infusion sets. It occurred on (B)(6) 2024. Patient was having high blood glucose level which was treated by bolused via the pump and switched out ifs set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.